Event description:
It was reported that during an ureteroscopy procedure, the fiber was broken on accident, causing the energy to come from the middle of the fiber. The procedure was completed using another fiber. There were no patient complications reported.